Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead would not allow a stylet to fit all the way down the lead for placement. Multiple stylets were attempted to no avail. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.